Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 52 mg/dl at the time of the incident. The customer was at 212 mg/dl at the time of the call. The customer is concerned about the pump delivering insulin even when their blood glucose and sensor glucose are reading low. The customer used glucose tablets to treat. The customer uses auto mode on their pump. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also reported another low event on (B)(6) 2018 that may have been an over delivery instance. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test and reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion reservoir was not occluded.